Event description:
It was reported that the patient presented to the emergency room (ER). Upon review, it was noted that the right atrial and right ventricular leads exhibited noise and the implantable cardioverter defibrillator (ICD) device was found in backup vvi mode. Noise was reproducible with isometrics and muscle stimulation was noted. The device was re-programmed successfully. The patient will continue to be monitored. The patient was in stable condition. Related manufacturer reference number - 2017865-2022-02206 & 2017865-2022-02351.